Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling a cartridge. The cartridge was ultimately filled and loaded successfully. Subsequently, the insulin gauge was inaccurate and an occlusion alarm occurred. Customer reloaded the cartridge to resolve the issues. Customer¿s blood glucose level was 200mg/dl.